Manufacturer narrative:
(B)(4). This lot was manufactured from january 19, 2015 to january 20, 2015. Evaluation summary: the device was received for evaluation. During functional testing, the distal luer cap was removed and no flow was observed. Upon microscopic inspection it was found that residue was blocking the fluids path. The cause of the residue could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the large volume infusor did not flow. This was identified at the scheduled end of infusion. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.